Manufacturer narrative:
G4: 01may2020. B4: 18may2020. The touchscreen assembly was returned for evaluation. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported a faulty touchscreen. The customer contacted product support for service and repair. The customer cleaned and calibrated their touchscreen. Product support suspected the touchscreen assembly to be responsible for the failure and provided the part ID of a touchscreen replacement. The unit was not in use on a patient at the time of the reported issue. The biomedical engineer replaced the touchscreen to resolve the problem.